Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began approximately in (B)(6) 2011. The patient claimed that on an unknown date and time in (B)(6) 2011, he obtained alleged high blood glucose readings of "119mg/dl", and "118mg/dl" with the subject meter compared to feelings. The patient reported that his typical blood glucose readings are "around 80mg/dl". The patient reported that he made no changes to his regular diabetes management as a response to the readings. The patient stated that an hour later, he became "shaky", with a "dry mouth" and associates these symptoms with low blood sugar. The patient reported that he drank orange juice and felt better afterward. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. The patient did not have control solution to test the subject meter and strips. Replacement products were sent to the patient. This complaint is being reported because patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.